Event description:
It was reported that a section of the tubing of a flogard intravenous solution administration set is thinner than the rest of the tubing. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that the tubing was crushed and there was a small cut in the tubing. The cause of this was determined to be that the tubing had been crushed by the packaging machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Recertification process was performed regarding the reported condition.baxter shall keep monitoring these events during quality reviews. If additional relevant information is obtained, then a follow-up MDR will be submitted.